Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-03563 and 3005099803-2012-03564 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2012. According to the complainant, after advancing the first resolution clip device (mr # 3005099803-2012-03563) into the patient, the clip arms were found to be bent and the clip was not able to be deployed. A second resolution clip device (mr # 3005099803-2012-03564) was then used, but the same issue occurred; the clip arms were found to be bent and the clip was not able to be deployed. It is not currently known if this reflects a failure of the clips to release from their respective delivery catheters. Reportedly, the nurse was not able to recall if any attempts were made to open, close, or attach the clips to the target tissue. The case was completed with using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-03563 and 3005099803-2012-03564 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2012. According to the complainant, after advancing the first resolution clip device (mr # 3005099803-2012-03563) into the patient, the clip arms were found to be bent and the clip was not able to be deployed. A second resolution clip device (mr # 3005099803-2012-03564) was then used, but the same issue occurred; the clip arms were found to be bent and the clip was not able to be deployed. It is not currently known if this reflects a failure of the clips to release from their respective delivery catheters. Reportedly, the nurse was not able to recall if any attempts were made to open, close, or attach the clips to the target tissue. The case was completed with using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned fully deployed. The clip assembly was not returned for analysis. The control wire, which was kinked, was separated as designed. Additionally, a kink was observed in the coil. The reported event of clip arms bent and clip failed to release from the delivery catheter was not able to be confirmed due to the device return condition. The evaluation revealed that the device was received fully deployed without the clip assembly. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. Device (B)(4) relates to component (B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.